Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii 24gax0.75in prn slm had foreign matter. The following information was provided by the initial reporter translated from chinese to english: date of visit: (B)(6) 2025 11:38:44. Department: pediatrics chief complaint: coughing and nasal congestion for 3 days, fever for half a day. Present illness: the patient developed coughing 3 days ago, presenting as paroxysmal non-spasmodic coughing with phlegm, accompanied by nasal congestion and rhinorrhea. Outpatient treatment was administered with ¿cefuroxime and pediatric acetaminophen and chlorpheniramine granules¿ orally. Half a day ago, the patient developed fever, with no specific temperature recorded. The patient was administered ¿ibuprofen suspension¿ orally, which reduced the fever, but it recurred easily. Bowel movements and urination were normal. Physical examination: general condition slightly poor, alert, pharynx congested, bilateral tonsils swollen to degree ii, with purulent secretions visible, bilateral lung auscultation with coarse breath sounds, no rales, abdomen flat and soft, umbilical region tender, no rebound tenderness, bowel sounds normal. Diagnosis: acute bronchitis, acute suppurative tonsillitis. Treatment and management: parents requested intravenous treatment and follow-up consultation if necessary. At 12:12, the nurse on duty found a black fm visible on the needle tip while preparing an intravenous cannula for outpatient (B)(6). She immediately replaced it with a new, unopened, sealed intravenous cannula, completed the infusion, and reported the adverse event.

Manufacturer narrative:
1. DHR/bhr review (lot#4243812): 1)this batch of products were assembled at intima ii auto line 2 in sep 2024, and packaged at r240 package line in sep 2024. Work order quantity was (B)(4) ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 2. No defective sample and photos have been received for the complaint. 3. Check the retained samples of this batch, no black foreign matter visible on the needle tip are found. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormalities are found in the process and retained samples. Since we have not received the defective sample, we cannot confirm the status and composition of the foreign matter, so the root cause of this defect cannot be determined. The plant will continue to monitor such defects.

Event description:
No additional information available.